Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu404015j/18614263 UDI- (B)(4) the review of the manufacturing paperwork verified that these lot/serial numbers met all pre-release specifications. According to the conformable gore® tag® thoracic with active control endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to, fistula (e.g. Aortoesophogeal).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic endoprostheses. On (B)(6) 2020, it was observed an aortoesophageal fistula. It was reported that the patient is in the hospital with fasting for treatment of the aortoesophageal fistula.